Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 09/04. Sought medical attention for redness and swelling at the piercing site in 10 days later. An oral antibiotic was prescribed. Returned for medical treatment in 5 days afterwards and a new oral antibiotic was prescribed and i.v. Antibiotics were adminstered. An incision and drainage was performed in 2 days later.